Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve went deep upon release from the delivery catheter system (dcs). An attempt was made to pull the valve up using a snare but was unsuccessful. Subsequently, a second valve was successfully implanted. No adverse patient effects were reported.